Manufacturer narrative:
The customer¿s report that the pcu smoked and melted the case was confirmed. Physical inspection of the device noted thermal damage was present on the pcu at the right iui connector, pins 13 and 14. The thermal damage appeared to be collateral damage. . Analysis of the pcu event log shows pump module sn (B)(4) was performing a basic infusion at a rate of 84ml/h when it was recorded as removed inducing a channel disconnected event along with an idle pump module sn (B)(4). The malfunction 120.4410 error occurred with the pcu. The user powered off the system. At the time of the channel disconnected event the pump module sn (B)(4)while idle was also recorded as removed. Review of pump module sn (B)(4)event log had no recorded usage for the dates of (B)(6) 2017 but the pcu event log recorded at power on (B)(6) 2017 at 11:51pm the pump module was attached and received the unit ID ¿b¿ and remained idle. The pump module¿s event log had recorded usage on another pcu on (B)(6) 2017; this continued usage may have overwritten the pertinent data for the (B)(6) 2017. The thermally damaged right iui connector on the pcu was removed and the resistance between adjacent pins measured with the expectation of measuring an open condition; all pins were found open indicating that a short condition is not present. The root cause was not identified.

Event description:
The customer reported that the pcu smoked and melted the case. There was no report of patient harm.

Manufacturer narrative:
Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Event description:
The customer reported that the pcu smoked and melted the case. There was no report of patient harm.